Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared physically damaged and mangled. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hosp reported that towards the end of an endoscopic vein harvesting procedure, the silicone boot on the jaw of the vaso view hemopro started to come off. The device was removed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.